Event description:
It was reported that during a robotic colectomy the tissue pad tip broke, requiring product replacement to complete the procedure. There were no patient consequences.

Manufacturer narrative:
(B)(4). Batch #: unknown. The following information was requested, but unavailable: did the active titanium blade break off? Did the white tissue pad break off? Is the white tissue pad completely missing from the clamp arm of the device? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.